Event description:
It was reported that during npwt utilizing a renasys ez, the device was working, but there was no negative pressure. At that time, there was no alarm. There was no patient harm. No delay was reported. The treatment was continued with a back-up device.

Manufacturer narrative:
The device used in treatment has been returned for evaluation establishing no relationship with the device and the reported event. The visual and functional evaluation found no faults. Probable root causes are incorrect canister orientation and device/tubing height relative to the wound can contribute to loss of npwt. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file no contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.